Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to the sensing integrity counter (sic) and an increase in pacing impedance on the right ventricular (rv) lead. It was also reported that there were high thresholds, no capture, and a decrease in r-waves. The rv lead was found to be dislodged and in the right atrium. Signs of twiddlers syndrome were noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.